Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was explanted of the cochlear implant because of skin problems due to a methicillin-resistant staphylococcus aureus (mrsa) infection. The explantation was not related to technical problems.